Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # : (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number; (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) # : (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the replacement procedure due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the replacement procedure due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the eventadditional suspect medical device components involved in the event:model number/catalog number: sc-2218-70.serial number: (B)(6).batch/lot number: 7111580.model/catalog description: linear st lead kit 70 cm.unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70.serial number: (B)(6).batch/lot number; 7111607.model/catalog description: linear st lead kit 70 cm.unique identifier (UDI) #: (B)(4).